Manufacturer narrative:
Additional narrative: the initial review of the information made available to the investigation found the product was to specification at the time of manufacturing. This information and the returned product have been sent for further investigation to the ceramic supplier. The supplier will carry out further in-depth analysis to assist in the determination of the root cause. The investigation shall be closed with an interim report and be reopened when the suppliers report is completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Ceramax liner fractured upon insertion.

Manufacturer narrative:
The complaint was reopened as the supplier report was received which states protocols and acceptance certificate were reviewed. The quality documents show that the values obtained on the insert were according to the specification at the time of production. It is suggested from the supplier report that due to a misaligned position of the insert this initiated the fracture however without further information this cannot be confirmed. The complaint will be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.